Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for regular follow-up. Interrogation of device revealed elevated threshold, signal artifact, low pacing impedance, and declining r wave amplitudes on the right ventricular lead. Isometrics did not reproduce noise. The lead was capped (B)(6) 2020 and replaced successfully. The patient was stable.